Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv thresholds. The physician made note of the high rv threshold and my address during device changeout. Therefore, the lead remains in use. No patient complications have been reported as a resultof this event.